Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw a power on reset (por) message. The patient reported that she turned her stimulation off because they had to shock her heart for a-fib the day before the report and when she turned it back on, she saw the por message. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; weight provided.